Manufacturer narrative:
(B)(4). Exemption e2015054. (B)(4) complaints were received during this report period. Of these, (B)(4) was not returned for evaluation. (B)(4) has investigation which is currently pending. (B)(4) was determined to be misapplication. (B)(4) showed no evidence of any device-related fault. (B)(4) was determined to be the result of manufacturing error. All (B)(4) reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "5" malfunction events which are associated with undesired damage or breakage of materials used in device construction. These reports were received from various sources. Patient information was not confirmed for any event.